Manufacturer narrative:
The product was returned and evaluated. Dielectric breakdown was observed on the thermage tip. The tip passed the flow and the thermistor test. Functional testing was unable to be performed due to the brunt traces. The plant evaluation is underway.

Event description:
A user facility reported a minor injury of a burn on the left temple. Nothing by the user facility was noted as unusual with the system or any error messages. The user reported the tip was inspected prior to use and during use with nothing remarkable.

Manufacturer narrative:
The data card for this case is corrupt; therefore, service was unable to pull any data from it. Service was able to confirm the damage to the tip membrane along the radiofrequency trace. The investigation found stress concentrations on the flex assembly at the adhesive edge that damaged the radiofrequency trace, causes arcing and subsequent burn-through of the flex circuit membrane. Defects on the tip membrane can lead to a raise in temperature of the tip during treatment and can potentially cause patient burns. Thermage cpt system technical user¿s manual instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. According to thermage cpt system technical user¿s manual, burns are a known potential reaction to treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. Based on the available information, this event was most likely caused by damage on the tip membrane. There is an existing CAPA related to this type of event.